Manufacturer narrative:
A titan pump, two cylinders, and a reservoir were received for evaluation. Examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. However, because quality's examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to the available information, erosion.